Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient ipg was causing pain in the abdomen. The patient underwent a revision procedure wherein the ipg was relocated from the right abdomen to the right low back. The patient was doing well postoperatively.